Event description:
The customer reported an error 10003 which is a system failure cycle power message. No patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.